Event description:
It was reported that the patient with the pacemaker system exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms shortly after implant. There was intermittent pacing failure noted as well. The patient was pacemaker dependent. The physician opted to explant the pacemaker and this lead, and a new device and lead were successfully implanted. No additional patient adverse effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).